Event description:
It was reported that the customer had a reservoir that was not locking into the pump. Customer went to change it and when they filled the new reservoir, it would not lock. Customer tried 3 reservoirs but neither would lock down. Customer does not see any damage on the reservoir compartment. Customer does not have a black o-ring in the reservoir compartment. Customer saw the black ring on the floor this morning. Customer put it down and felt it was too big for the compartment. Customer had the reservoir taped down on the pump. Customer noticed the whole top of the pump is broken off. Customer's blood glucose level was 50 mg/dl. Customer ate 3 doughnuts and 2 regular sodas, but cannot get their blood glucose level to get above 50. Customer stated the reservoir compartment was chipped. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a broken reservoir tube lip, cracked belt clip slot, cracked battery tube threads, minor scratches on the display window, a cracked case near the display window corner, cracked reservoir tube and tube window, a stained address and serial number label and a missing end cap sticker.